Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited far field r-wave oversensing and noise as observed on atrial egms that could prevent normal function of the device. False positive atrial tachycardia / atrial fibrillation (at/af) episodes due to noise were seen on atrial egms. No patient symptoms or intervention was reported.

Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited far field r-wave oversensing and over-sensed noise as observed on atrial egms that could prevent normal function of the device. False positive atrial tachycardia / atrial fibrillation (at/af) episodes due to noise were seen on atrial egms. No patient symptoms or intervention was reported.

Manufacturer narrative:
Correction section b5 and h6: event summary has been corrected with the corrected coding to reflect an accurate data.